Manufacturer narrative:
Initial 2 of 4.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue with four infusion sets on 21-apr-2026 as infusion set fell off during use. The patient replaced infusion set and resumed insulin deliveries successfully.